Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, g7 h2, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected fields: g1 contact person mfg site, h3. Complaint # (B)(4). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. A kink was observed on the catheter tubing and inner lumen approximately 75.7cm from iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
The following has been reported via medwatch report # (B)(4): patient arrived from post-anesthesia care unit (pacu) with the balloon pump which was working without issue. Shortly there after, there was an alarm indicating that the fiber optic sensor was not working. The fiber optic cable was trouble shot, but there was no external resolve found.

Manufacturer narrative:
Initial reporter name/occupation - (B)(6) bsn, rn, cpps, risk program manager additional contact person - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).